Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. The safety was observed to be broken and a microscope examination of the device displayed nicks on the knife blade. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. The root cause identified as a broken safety was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic rectum procedure the device was difficult or unable to close. Eea sizers were not used. It did not take unusual effort to twist the knob in order to visualize the green bar. The anvil was able to be tilted after firing. To complete the procedure, a new device was used. There was no harm caused to the patient. The device is expected to be returned for evaluation.